Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver prialt (concentration and dose unknown), indicated for spinal pain. The rep received an email on (B)(6) 2018, requesting assistance troubleshooting a pump issue. It was reported that there was a volume discrepancy where the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The patient presented for a refill on (B)(6) 2018, and the erv per the interrogation was 5.5 ml; however, 19 ml were withdrawn. Per the initial reporter (nurse), they spoke with the patient's managing physician about this, and he does not feel it's likely the patient has occluded the catheter again. The nurse also reviewed the most recent session data report log and did not see anything that jumped out. It was stated that the logs seem to be consistent with titration dates and personal therapy manager (ptm) requests seem to be logged as code 88 (successful patient-activated bolus request), indicating that the patient is getting her ptm bolus. There were no reported patient symptoms. No further complications were reported. Reference regulatory report #: 3004209178-2018-14595 for the manufacturer's report regarding the occluded catheter and revision on 2018-may-10.